Event description:
The consumer's husband alleges the welded joints on the rollator failed. He alleges the tires went bald and the metal tubing supporting the seat split. The rollator is approximately 1 1/2 years old. No injury is alleged. The consumer weighs (B)(6).

Manufacturer narrative:
RMA (B)(4) has been issued for the return of this device. The consumer has agreed to replace the unit with another model- 67100. The model 65650 has no serial number, the consumer alleges the device is 1.5 years old. Invacare provides the owners manual part no 1148077 rev f (feb-09) to the consumer with information that may help prevent weld breakage. On page 1 the following warnings are given to make sure the consumer has fully read and understands the user manual. It is unknown if the consumer has read and understands the warnings and instructions stated. The consumers technique and experience with using the device are unknown. The consumers medical condition and stability are unknown. The consumes medication regimen is unknown. Found on page 1 are the following warnings. Adhering to these warnings may have prevented the weld breaks and the bald tires: "warning - do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur." "Each individual should always consult with their physician or therapist to determine proper adjustment and usage." "Do not use the rollator as a wheelchair or transport device. Rollators are not intended to be propelled while seated." "The brakes must be in the locked position before using the seat." "A physical/occupational therapist should assist in the height adjustment of the rollator for maximum support and correct brake activation." "Care should be taken to ensure that all hand and height adjustments are secure, and that casters and moving objects are in good working order before using this or any mobility aid." "All wheels must be in contact with the floor at all times during use. This will ensure the rollator is properly balanced." "When using the rollator in a stationary position, the hand brakes must be locked." "Always observe the weight limit on the labeling of your product. Check that all labels are present and legible. Replace if necessary." "The rollator basket has a weight limitation of 11 lbs (5 kg). The tote bag has a weight limitation of 10 lbs (5 kg). Items placed in either the basket or the bag should not protrude from the basket or bag." "If push handles are exposed to extreme temperature (above 100°f or below 32°f), high humidity and/or becomes wet, prior to use, ensure hand grips do not twist on rollator handle - otherwise damage or injury may occur." "After installation and before use, ensure that all attaching hardware is tightened securely." "Do not attempt to reach objects if you have to move forward in the seat. Reaching for these objects will cause a change to the weight distribution of the rollator and may cause the rollator to tip, resulting in injury or damage." "Do not hang anything from the frame of the rollator. Items should be placed in the basket or the tote bag." "The backrest should always be in place and is not designed to support the total body weight of the user." "Before attempting to reach objects or pick them up from the floor by reaching down between your knees, place feet securely on the floor. Use extreme caution when reaching for any object." The consumer weighs (B)(6). The height of the consumer is unknown. Model 65650 and 65650r height requirements are 5'5" to 6'2". It is unknown if the consumer properly adjusted the height of the rollator as stated below. "Adjusting the height of the rollator note: after adjusting the height, the rollators brakes must be checked and, if necessary, adjusted. Either loosen the tube tightening levers or remove the adjustment knob by turning counterclockwise. Position the push handle so that when the user¿s arm is down to their side the hand grip is at wrist height. Either tighten the tube tightening lever or install the adjustment knob into one of the six adjustment holes by turning clockwise. Repeat steps 1-3 for the other side."